Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy, the patient developed a compartment syndrome. Arthrex devices used during the surgery are: 1 x ar-6480 w. S/n: (B)(4), 1 x ar-6420 batch: z9009, 1 x ar-6425 batch: x9011, 1 x ar-6430 batch: 36670625. According to the reporter, surgery was successfully finished with a new device.

Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no physical damage. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced, since the original tubes sets involved in the case were not returned for evaluation.the pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.